Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up revealed that the ipg entered service app mode.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable following an unrelated surgery. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced. Reportedly, effective therapy was restored post operatively.